Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic pain"), genital haemorrhage ("bleeding"), impaired gastric emptying ("gastroparesis") and eosinophilic colitis ("eosinophilic colitis") in an adult female patient who had essure (batch no. 654842) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage and endometrial ablation. Previously administered products included for an unreported indication: amoxicillin. Past adverse reactions to the above products included hypersensitivity with amoxicillin. Concurrent conditions included essential hypertension, anxiety, type 2 diabetes mellitus, depression, stress incontinence (sling operation), obesity, hepatic steatosis, buttock pain (right), carpal tunnel syndrome, allergic rhinitis, herpes zoster, neuropathy, post-traumatic stress disorder, major depressive disorder and chronic cervicitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neuromyopathy ("neuromuscular problems"), impaired gastric emptying (seriousness criterion medically significant), eosinophilic colitis (seriousness criterion medically significant), temporal arteritis ("giant cell arteritis"), abdominal distension ("bloating") and menorrhagia ("menorrhagia"). The patient was treated with surgery (single site robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, impaired gastric emptying, eosinophilic colitis, temporal arteritis, abdominal distension and menorrhagia outcome was unknown. The reporter considered abdominal distension, eosinophilic colitis, genital haemorrhage, impaired gastric emptying, menorrhagia, neuromyopathy, pelvic pain and temporal arteritis to be related to essure. The reporter commented: pain intensity: 6 out of 10. Concerning the injuries reported in this case, the following ones were described in patients medical record: eosinophilic colitis, pelvic pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic pain"), genital haemorrhage ("bleeding"), impaired gastric emptying ("gastroparesis") and eosinophilic colitis ("eosinophilic colitis") in an adult female patient who had essure (batch no. 654842) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage and endometrial ablation. Previously administered products included for an unreported indication: amoxicillin. Past adverse reactions to the above products included hypersensitivity with amoxicillin. Concurrent conditions included essential hypertension, anxiety, type 2 diabetes mellitus, depression, stress incontinence (sling operation), obesity, hepatic steatosis, buttock pain (right), carpal tunnel syndrome, allergic rhinitis, herpes zoster, neuropathy, post-traumatic stress disorder, major depressive disorder and chronic cervicitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), impaired gastric emptying (seriousness criterion medically significant), eosinophilic colitis (seriousness criterion medically significant), neuromyopathy ("neuromuscular problems"), temporal arteritis ("giant cell arteritis"), abdominal distension ("bloating") and menorrhagia ("menorrhagia"). The patient was treated with surgery (single site robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, impaired gastric emptying, eosinophilic colitis, neuromyopathy, temporal arteritis, abdominal distension and menorrhagia outcome was unknown. The reporter considered abdominal distension, eosinophilic colitis, genital haemorrhage, impaired gastric emptying, menorrhagia, neuromyopathy, pelvic pain and temporal arteritis to be related to essure. The reporter commented: pain intensity: 6 out of 10. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: eosinophilic colitis, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.